Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing leakage at the site event occurred on (B)(6) 2026. Infusion set was in use for less than two days. This led to high blood glucose level for which the patient managed with correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.